Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient began to have increased tone on (B)(6) 2014; bicycling as well as arching of the lower extremities. The patient's overall tone was better controlled following discharge on (B)(6) 2014 ((B)(4)). The patient had been following with their hcp and the 01:00 bolus was increased (109.8mcg), otherwise the boluses continued (05:00, 09:00, 13:00, 17:00, and 21:00; 67mcg). At the time of evaluation on (B)(6) 2014, the pump was running at the basal rate of 13mcg/hour with a total daily dose of 737mcg/day. Starting the morning of (B)(6) 2014 the patient was off the majority of the pain medications after shunt surgery, but seemed to have significantly increased tone and was crying. The patient's mother was concerned about the pump, was worried, and did not feel comfortable taking the patient home in that condition. As of (B)(6) 2015, the patient's dose was being tapered (to maintenance dose of 3mcg/day) to see if that may be causing some of the behavioral problems and movement issues the patient experienced on multiple occasions resulting in multiple hospitalizations. Prior to the (B)(6) 2014 revision, the patient showed "questionable intrathecal baclofen withdrawal" with bicycling of the legs in the past and this occurred frequently on a monthly to weekly basis. The patient had an aggressive work and it did not reveal any problems with the catheter or pump. Other workups were benign as well. The system was ultimately explanted on (B)(6) 2016 cited with an adverse reaction to the intrathecal baclofen. The returned portion of our lfc stated the patient experienced behavioral problems with increased dosing. The cause of the issue was considered to be idiosyncratic. History: birth prematurity (B)(6), quadriplegic cerebral palsy, shunted hydrocephalus, tracheostomy, gastrostomy tube dependence, spells of uncertain etiology, with certain characteristics of intrathecal baclofen withdrawal concomitant drugs: albuterol sulfate (2.5mg solution every 4 hours as needed for illness), budesonide (0.5mg daily in morning with additional dose in the evening during illness), montelukast sodium (4mg, 2 tablets via g-tube daily at bedtime), acetaminophen (240mg via g-tube as needed every 4 hours for pain or fever), ibuprofen (240mg via g-tube every 6 hours for pain or fever if tylenol ineffective), orapred (7.5ml via g-tube twice daily, times 5 days during illness), baclofen (10mg via g-tube every 4 hours as needed for baclofen withdrawal), lansoprazole (50mg suspension via g-tube daily at bedtime), atropine sulfate (two drops daily buccally, three times a day), polyethylene glycol (12.5ml via g-tube at bedtime), azithromycin (100mg via g-tube every monday, wednesday, and friday), diazepam (7.5mg rectal gel daily as needed for distress spells; repeat with 5mg if preceding dose was ineffective in 30 minutes).

Event description:
It was reported that the patient experienced increased tone and spasms. The catheter was explanted and replaced due to ¿malfunction¿. The patient¿s status after the device was removed was listed as recovered without sequela. The device system was used to deliver baclofen. It was further reported the issue with the catheter was occlusion of the distal (spinal) segment. The patient had experienced withdrawal symptoms, there was no response to a bolus and the health care provider (hcp) couldn¿t aspirate the side port. It was confirmed the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the catheter found no significant anomaly; the sc (sutureless) connector had a tear in the seal near the guide ring.